Event description:
Complainant alleged that the clinicians were attempting to defibrillate a 70 year old male pt who was presenting a ventricular fibrillation heart rhythm. The clinicians set the energy level on the device to 360 joules. The device charged to 200 joules, but then the energy level began to bleed down from 200 joules. The clinicians obtained another device to defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.